Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It has been reported that a versacross steerable access solution kit has been selected for use for a watchman flx procedure. During the procedure, when the physician was frontloading and advancing the versacross rf wire into the versacross dilator and steerable sheath, it felt tight and difficulty to advance it, thus had to apply excessive force. Therefore, a new wire was requested, and the procedure was completed successfully. No patient complications were reported. The device is not returning as it was disposed in the facility. Once the versacross rf wire was removed, it was noted to be bend/kink, most likely due to the forward pressure to advance it, when it was felt to be stuck. No issues were noted when withdrawing the versacross rf wire.